Event description:
It was reported that the health care professional (hcp) provided this right ventricular (rv) lead exhibited loss of capture on the presenting electrogram. Technical services (ts) advised there is a discernible t-wave after each ventricular pace. This suggests there is capture and depolarization. However, ts advised amplitudes do fluctuate. Additional information provided the hcp observed an increase in capture thresholds. The hcp advised the patient had been historically dependent in the rv. In addition, the patient had reported feeling like they were going to pass out. The hcp again reported there had been intermittent loss of capture. This rv lead was scheduled to be replaced. Subsequently, this rv lead was surgically abandoned and another lead was implanted to complete this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.